Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A hospital pharmacist reported on behalf of a surgeon that the sutures broke too easily. This caused a case to be extended for an add'l 30 minutes. It was reported that there was no pt harm.